Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 427 mg/dl at the time of incident. Customer stated that the blood glucose value was 431 mg/dl. Customer reported that they treated for high blood glucose using manual syringe. Customer stated that they decided to stop and contact doctor since blood glucose just kept going up. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer also stated that the other blood glucose and the value was 300 mg/dl, 333 mg/dl, 391 mg/dl the devices will not be returned for analysis.